Event description:
The pt is a 42-yr-old woman who initially had bilateral breast augmentation in 1987 using another co's implants. These became hard immediately which did not respond to closed capsulotomy under anesthesia resulting in another replacement using polyurethane implants in 1988. Since that time she has developed fatigue, hair loss, rashes and myalgias as well as pain in the breasts. She has severe capsular contracture class IV in both breasts. In addition xerogram and ultrasound demonstrate extensive silicone migration into the lymph nodes including the axillary as well as the intercostal nodes.